Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Additional information: the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received and it was reported that the patient did not have any mris or exposure to magnets. The patient recovered without sequela following the replacement.

Manufacturer narrative:
Analysis of the pump found motor gear train anomalies. There was a stall due to shaft bearing as well as corrosion and/or lubrication and/or wear. Additionally, a manufacturing issue was found. The pump motor was incorrectly positioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a motor stall was noted in event logs with no motor stall recovery recorded. The patient came into the office the day of the report with acute increased pain, "hurts all over," anxious and heartburn. The patient also complained of urinary incontinence but this symptom was not new. Per the reporter, the patient did not hear the audible alarm, but the patient is hoh (hard of hearing). The first stall was (B)(6) 2014 at 0753 and motor stall recovery (B)(6) 2014 1059, then the pump stalled again (B)(6) 2014 1115 and has not recovered, (B)(6) 2014, there is a tube set log. The reporter planned to discuss with the hcp about replacement. The pump was used to deliver fentanyl. Additional information later received reported the hcp¿s noted the pump continued to have the motor stall. The patient was supplemented with fentanyl patches . The patient was scheduled for (B)(6) 2014 for a pump replacement. Additional information later received reported the motor stall never recovered. Patient was pump replaced (B)(6) 2014. No other issues were identified . The reporter planned to send the pump for analysis.